Manufacturer narrative:
B4: (B)(6) 2021. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the central processing unit board to resolve the reported problem. The unit was checked overall, cleaned, and functionally tested. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The cpu pcba was returned for failure investigation. Previous investigations have identified that ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that when turning on the power for the first time, "backup alarm failed" alarm occurred. The unit kept operating at the time of the event. The customer reported there was no patient involvement at the time the issue was discovered. The issue was found when a pre-use check was being performed at the hospital. There was no delay in therapy reported.